Event description:
Minihip trinity revision of the stem and biolox delta ceramic head after approximately 14 years and 1 month due to fracture of the neck of the minihip stem. It was reported that the patient had a fall.

Manufacturer narrative:
(B)(4) 1 initial report. Additional information, including date of primary surgery, confirmation that there had been a revision, information on any associated devices, what was revised, post primary and pre revision x-rays, operative notes, patient activity level, patient medical history, an update on the patient following the revision and whether any explanted devices could be returned was requested in order to progress with the investigation of this event. The reporter provided the primary surgery date, patient information, x-rays and information on the associated devices. The reported minihip stem is being returned for examination. Details of this examination will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information was requested from the reporter including: "date of primary surgery, has there been a revision, what are the associated devices? Were they revised, post primary and pre revision x-rays, operative notes, patient activity level, patient medical history, an update on the patient following the revision (if applicable), is the device available for return?" Has been requested from the reporter. The reporter has provided the data available, including: the associated device details, the patient had a moderate activity level, walks without support; the operative notes and the explanted devices are available. The device details were provided and the manufacturer records were identified and reviewed. No product non-conformity that could have caused or contributed to the reported event was recorded on the device manufacture record. It was also determined that the biolox delta ceramic head that was also revised was not distributed by corin ltd. Ceramtec ltd were contacted as the legal manufacturer of the femoral head, but were unable to identify the reported ceramic head from the lot code provided by the reporter. Pre-revision x-rays that confirmed that the neck of the minihip stem had fractured were provided. The return of the explanted device for evaluation by corin was requested on 25-jan-2024, 05-mar-2024, 03-apr-2024 and 04-sep-2024. As of 22-jan-2025, the device has not been returned. Based on the information available, the root cause cannot be determined. This case is now considered closed. Should new information be provided, or the device returned, this case shall be re-opened for investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip revision of the stem and a biolox delta ceramic head after approximately 14 years and 1 month due to fracture of the neck of the minihip stem. It was reported that the patient had a fall.